Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the adaptive stimulation of the ins was capable to recognize the position of the patient, but it did not adapt the intensity of the stimulation according to the settings. The rep checked all adaptive stimulation settings, but nothing changed. The rep started a new setup and orientation with adaptive stimulation, but the result was the same as before. The ins switched to the actual position of the patient, but didn't change the amplitude. The rep made screenshots of the report and provided them. The rep requested a rep experienced with adaptive stimulation to be present at an appointment with the patient and physician. Additional information was received from the rep. It was reported that the rep had an appointment with the patient scheduled for (B)(6) 2018, and the manufacturer's technical services would be on a conference call at the appointment. As of (B)(6) 2018, the rep had tried all possibilities, and it was noted that the patient was very disappointed. Additional information was received from the rep. It was reported that on (B)(6) 2018, they had an internet conference with the manufacturer's technical services. What they found out was that when they increased the amplitude, the patient didn't feel stimulation. The did an x-ray that showed a lead dislocation of three vertebrae. The physician decided on a lead revision to occur at the end of (B)(6) 2019. No further complications were anticipated.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID 977a290.medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that they decided that when they do the lead replacement, they would also replaced the ins and send the device for further investigation regarding adaptive stimulation. The ins serial number and implant date were provided. The lead serial number was not available, but the model number was provided. It was unknown when the patient first started experiencing the issues. There was no information regarding the implant date of the lead, or the patient's weight at the time of the lead migration. It was noted that this information was confirmed with the physician account.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that they started the revision of the lead on (B)(6) 2019, but due to bad conditions of the patient during surgery, the operation was interrupted. It was noted that this had nothing to do with the manufacturer's products, and that the patient was already fine again. A new revision date and replacement would be planned.

Manufacturer narrative:
Analysis of the returned ins (serial # (B)(4)) found that the ins was functionally ok with insignificant anomalies. Visual inspection of the ins did not reveal any significant anomalies. The connector module, connector ports, grommet, and setscrews were visually ok. The shield/can was visibly scratched. Initial examination confirmed a no output and no telemetry condition. One physician mode recharge (pmr) was needed and after that a normal recharge was performed. Telemetry was ok after pmr recovery, and good stable output was observed. The ins passed a series of defined and qualified automated functional tests. No issues were observed when applying pressure to the ins can. No recharge or coupling issues were observed when recharging at room temperature with 1 cm spacing. Adaptive stimulation functioned as programmed, and the accelerometers tested within specification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 977a290, serial# unknown, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the device was scheduled to be replaced on (B)(6) 2019. No further complications were r eported/anticipated.